Manufacturer narrative:
Post market vigilance (pmv) received two devices both opened by the account without the packaging. The visual inspection of the returned product noted each instrument firing knobs were retracted, and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on each firing rack. Pmv performed functional testing which included pmv reload used in testing. Each instrument was successfully loaded with a reload. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, two handles made cracking sound during the firing sequence. They then used another handle to resolve the issue in order to complete the case. There was no patient injury.